Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 17 mm in diameter and 12 mm in length. It was reported that thrombotic occlusion in the limb was observed on a post-op follow up CT scan done on an unknown date. Per the physician, the occlusion was not related to the stent graft, but was related to patient's anatomy, and to the pre-existing dissection flap of the native vessel. The patient received treatment. The physician performed a thrombectomy and implanted a limb extension from another manufacturer, resolving the event. No additional clinical sequelae were not reported and the patient is fine.